Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low shock impedance measurements. Additionally, the pace impedance measurements increased from 575 to 1217 ohms. It was discovered that the patient had a vt ablation on the date of the low impedance measurements. A subsequent device check noted appropriate measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.